Event description:
It was reported that the patient had high impedance of greater than 4000 ohms on all electrodes. The action required as a result of the event was replacement. The implantable neurostimulator (ins) and lead would be returned. The diagnostic testing or troubleshooting performed was impedance testing. The product issue was not resolved and the cause of the issue was not determined. The patient had less than 50 percent therapy relief. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that the lead proximal end connector was not completely seated in ins connector port. The lead body #2 conductor was broken at 3.2 cm from the distal end. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0875b, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.